Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2017, clinical status assessment indicated the subject¿s qualifying condition as unstable angina (braunwald classification: iib). Target lesion #1 was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 22mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with direct placement of a 3.50 x 24mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid lad with 99% stenosis and was 22mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with direct placement of a 2.50 x 24mm study stent with 0% residual stenosis. The subject was discharged on dual anti-platelet therapy. In (B)(6) 2017, the subject presented to emergency department with the symptoms of unstable angina associated with pain radiating to back, jaw and throat. The subject also experienced sub-sternal heavy aching and tightness with nausea, dyspnea and diaphoresis. The subject complained of mid sub-sternal crushing chest pain associated with shortness of breath since past six months and it worsened since past two weeks. Electrocardiogram (EKG) showed no obvious evidence of ischemia and troponin values was normal. Transthoracic echocardiogram revealed mild to moderate concentric left ventricular hypertrophy, diastolic dysfunction, elevated left ventricular diastolic function, trace of mitral regurgitation, mild tricuspid regurgitation and pulmonary hypertension. The subject was referred for cardiac catheterization. The 95% isr of the distal end of the study stent and the 70% de novo stenosis located at the mid lad was treated with pre-dilatation of the study stent to high pressure followed by deployment of two non-bsc drug eluting stents, a 2.50 x 30mm and a 3.0 x 15mm, in an overlapping fashion. Following post-dilatation, residual stenosis was 0% with timi 3 flow. The subject was discharged from the hospital.